Event description:
The consumer states the chair will not travel very far on a battery charge. He just replaced the batteries with new ones from (B)(6). He has tested them and they read at 13v each. He also stated the right motor is leaking grease.